Event description:
It was reported that a patient underwent an unknown procedure in 2009. The reservoir functioned properly upon first activation. Then, the following month, the patient's blood pooled in the cervical area which put pressure on the windpipe. The surgeon reported "the patient progressed to the death at one point however, the patient escaped the death". The surgeon opined that the pressure of the reservoir was weak. Additional information has been requested.

Manufacturer narrative:
Inadequate suction - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch jt7317, mfg date: 05/01/2009, exp date: 05/31/2014. Batch jt7318, mfg date: 05/01/2009, exp date: 05/31/2014. Batch jt7322, mfg date: 05/01/2009, exp date: 05/31/2014. Batch jt7332, mfg date: 06/01/2009, exp date: 06/30/2014. Batch jt7337, mfg date: 06/01/2009, exp date: 06/30/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.